Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced adhesive issue with four infusion sets. Patient reported infusion set fell off during use.. Patient used infusion set for three hours and blood glucose was 149 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03558 - device 2 of 4.